Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 158 mg/dl and was treated with apple juice. The user alleged the insulin pump was over delivering because it¿s happening for a week. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin exited at the end of tubing. The customer performed functional test and received insulin pump error twice and battery failed alarm. Auto mode was active during the reported event. The customer was able to clear the alarm. They were able to perform self test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.